Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update apr 14, 2017: litigation papers received. Litigation alleges elevated ion levels, corrosion, and friction wear. The stem is being added for the alleged high metal ions/corrosion. This complaint was updated on apr 25, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  added a2, b5. Corrected d4(lot#, expiry) and h6. H6 patient code: no code available (3191) used to capture blood heavy metal increased and surgical intervention patient codes if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # (B)(4). Investigation summary: update: (B)(6)2019 product photos were provided for review. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No new information has been received that changes the previous investigative results. Please see the attached com-186120. Update: (B)(6)2019 product photos have been reviewed. A review of the photograph does appear to confirm evidence of possible fretting and/or corrosion within the inner taper. It is not possible however to draw any conclusions as to root cause with a device photograph. Device history lot: null. Device history batch: null. Device history review:null.

Event description:
Additional information received form ppf and medical records. Pfs has no new allegation. After review of medical records, patient was revised to address failed right total hip replacement due to metallosis with cyst and pseudotumor which was previously reported and there are no new allegations noted. Doi: (B)(6)2005; dor: (B)(6)2016; right hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain.

Event description:
Pfs and medical records received. Pfs alleges severe pain,suffered great mental anguish,severe right hip atrophy, noise coming from the hip and numbness or tingling on the right side of the face, neck and head. After review of medical records for MDR reportability, patient was revised to address failed right total hip replacement due to metallosis with cyst and pseudotumor. Revision notes reported metallosis tissues were present and a large cyst posterior to the trochanter which was gray and black tissue. Lab results shows metal ions level above 7ppb.

Event description:
Pfs and medical records received. Pfs alleges severe pain,suffered great mental anguish,severe right hip atrophy, noise coming from the hip and numbness or tingling on the right side of the face, neck and head. After review of medical records for MDR reportability, patient was revised to address failed right total hip replacement due to metallosis with cyst and pseudotumor. Revision notes reported metallosis tissues were present and a large cyst posterior to the trochanter which was gray and black tissue. Lab results shows metal ions level above 7ppb.